Event description:
Caller indicated the advance meter was reading high. Bg at doctor was 102 at the same time the advance read 176.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.